Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hematuria could not be conclusively determined through this evaluation. The controller event log file contained data from on (B)(6) 2018. The pump operated at or above the low speed limit of 4700 rpm for the duration of the log file. There were no atypical alarms and the log files appeared to capture the pump operating as intended. Multiple attempts for additional information were requested from the customer; however, no further information was provided. The patient remains ongoing on vad support. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a hematuria event on (B)(6) 2018. Log file analysis captured on low flow associated with high pi reading on (B)(6) 2018. This was a physiological issue and there were no other unusual events within log files. Additional information received on 26jun2020 states that the event of hematuria is possibly related to the device. It started on (B)(6) 2018 when patient passed small clots and had pink urine. Overnight (B)(6) 2018 patient had hematuria and was sensitive to coumadin prior to the hematuria. There were no other treatments, and the event was resolved on (B)(6) 2018.